Manufacturer narrative:
It was reported that a revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part/lot numbers were provided; hence documentation review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. Without any supporting medical evidence, the reported event cannot be assessed and a thorough medical assessment cannot be performed. Upon receipt of medical/clinical records, the clinical task will be re-opened and assessed at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed to replaced the bhr femoral head with a bhr dual mobility system. The patient presented pain as the motive for the revision surgery. No delay nor injury was reported. The patient outcome is unknown.